Event description:
General report of unknown number of undocumented incidences of delay of therapy during alarm conditions. The customer stated that when attempting to infuse both heparin drips and standard IV solutions, they are receiving cassette alarms during the self-test. Tubing sets are changed up to 2-3 times or the pump is changed to resolve the alarm. Additionally, a couple of adult pts required an IV site re-start because of the delay. The sets are used on adult and pediatric pts. The alarms have been hospital wide. No delays of critical therapy and no adverse pt events have been reported. Although requested, no pt info regarding gender, age, or diagnosis was available.